Manufacturer narrative:
Investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2019-06744, 2938836-2019-06745. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
A partial lead was returned in one piece measuring 4.1 cm from connector pin. Analysis was normal. No anomalies were found.